Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10-aug-2018 device evaluation: the pump has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: a review of the pump¿s black box and alarm history showed no any data related to the complaint date. The pump information from date of the event has been overwritten due to continued use of the pump. During testing, the force sensor was found to be within specification. The pump was exercised for 2 hours with no prime issues occurring. The complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.